Event description:
The consumer was using the unit and it allegedly buckled under his weight. The consumer allegedly went to the doctor and was told he had a sprained shoulder. No serious injury is alleged.

Manufacturer narrative:
The manufacturer of this device is unknown